Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the pt was helicoptered in from a hospital in 2009, for acute anterior mi with cardiac arrest and ischemic l foot; the pt had a successful ptca and stent placement in the cath lab. The pt returned to the cath lab the following month, to address the ischemic foot. During the procedure, the guide wire fractured after the thrombolytic catheter was removed, requiring retrieval with a goose neck snare. The entirety of the fractured wire was removed without further incident. This was done under direct fluoroscopy in the cath lab. No additional event or pt information is available.

Manufacturer narrative:
The information received was copied from the user facility medwatch received by the manufacturer.